Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements that were reproducible in the clinic. Upon evaluation, it was also noted that the lv lead threshold measurements had increased and loss of capture was suspected. The lead was modified electrically with good impedance and threshold measurements and the physician will continue to monitor. No adverse patient effects were reported.

Event description:
Additional information was received that over one and a half years later the left ventricular (lv) lead was explanted via a laser due to the high out of range pacing impedance measurements, high threshold measurements, oversensing of noise and loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).